Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Also, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and was variable, and the right ventricular lead integrity alert was triggered.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to a possible fracture. The lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.